Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test and self test. All audio tones were heard and vibration noted during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in insulin pump history files. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had no audio. Customer did not hear beeps when sound volume option was toggled off then on. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.